Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately three weeks after the patients implant procedure.

Event description:
It was reported that the patients ipg would no longer communicate with the remote control and charger right after the patients non-device related surgery. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.